Event description:
It was reported that the customer was hospitalized for high blood glucose of 576mg/dl and she was treated with insulin drip. Troubleshooting was performed. The programming, basal, bolus, and daily totals were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.